Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebt0803 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebt0803) have been reported from the same (B)(4) facility.

Event description:
It was reported that on (B)(6) 2018, a PICC procedure was placed in patient; antibiotic therapy. During morning routine on (B)(6) 2018, it was noticed that the dressing was wet and the PICC was broken, at the tip of the catheter.